Event description:
Additional information: it was reported that the patient's primary and secondary causes of death were cardiogenic shock and respiratory failure, respectively. The patient presented to the hospital on (B)(6) 2020 with dyspnea due to her chronic heart failure and pneumonia. The next day the patient developed hypoxia, hypotension, and atrial fibrillation with rapid ventricular response. On (B)(6) 2020 the patient had a ventricular arrhythmia and did not want escalation of care. The patient died on (B)(6) 2020. There was no allegation from the healthcare provider that the device malfunctioned or contributed to the patient's death.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-02723. Related manufacturer reference number: 2017865-2020-02724. Related manufacturer reference number: 2017865-2020-02730. It was reported that the patient has deceased.â there is no known allegation from a healthcare professional that suggests that the death was device related.â the cause of death was unknown.â no additional information was reported.